Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in clinic, stored electrograms showed episodes of noise on the right ventricular lead. The noise was reproducible with isometrics. The lead was capped and replaced, and the patient was in stable condition following the procedure.